Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent deployment procedure, as the vascular stent delivery system was being advanced to the lesion, the vascular stent allegedly prematurely deployed in the vessel at the wrong location. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample a premature deployment could not be confirmed. The delivery system was returned without shipping lock and the deployment mechanism was found fully activated. Images have not been provided documenting the target zone and the premature deployment zone. The alleged failure could not be re produced which led to an inconclusive investigation result. Based on the available information, a definite root cause for the event reported could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states 'visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.', 'flush the inner lumen of the device with saline prior to use.', and 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.'

Event description:
It was reported that during a stent deployment procedure, as the vascular stent delivery system was being advanced to the lesion, the vascular stent allegedly prematurely deployed in the vessel at the wrong location. There was no reported patient injury.

Event description:
It was reported that during a stent deployment procedure, as the vascular stent delivery system was being advanced to the lesion, the vascular stent allegedly prematurely deployed in the vessel at the wrong location. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review revealed that no remarkable incidents have occurred during the manufacturing process. No relevant manufacturing process changes which could have led or contributed to the reported event have been implemented. No additional complaint has been reported for this lot number previously. Investigation summary: a physical sample was not returned and images have not been provided. The alleged failure could not be re produced which led to an inconclusive evaluation result. Potential factors which may have caused or contributed to the reported issue have been considered. Based on the information available, a definite root cause for the event reported could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states 'visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.', 'flush the inner lumen of the device with saline prior to use.', and 'if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.' In regards to accessories, the IFU demands for a 0.035" guidewire and states: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath (...) Always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation'. In regards to predilation the IFU states: 'predilatation of the lesion should be performed using standard techniques.'